Event description:
It was reported the buttons on the insulin pump were starting to get loose and it was getting difficult to press them in order to get response from them. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The insulin pump was received with no down button response due to corroded keypad traces. No loose button noted. The device was received with minor scratched display window, cracked reservoir tube lip, and broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.